Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, there was a possible concern for a burn on a patient due to the plate. They were uncertain if it was related to the unit but wanted to inquire with the service department to trouble shoot to prevent any further issues. There was no serious injury.